Manufacturer narrative:
Event summary: a physician from (B)(6) hospital informed cook on 07jul2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-022115) from lot # 15141588. It was reported that 2 baskets did not open/close during a urinary stone removal procedure on (B)(6) 2023. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures of the device were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot; cook concluded the complaints were likely related. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due to recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a urinary stone removal procedure, two ngage nitinol stone extractors experienced issues with the baskets not opening/closing. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other device, the basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.